Event description:
It was reported to philips that the device's emergency stop was activated, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the extra information gathered, the procedure was completed by pressing the power button for 3 seconds and waiting 2-3 minutes for the geometry restart to finish. The philips field service engineer (fse) assessed the system on-site and confirmed that the emergency stop was active. During troubleshooting, fse discovered a fault with the geo ipc software. To resolve the problem, fse reconnected geo ipc wires and reinstalled geo ipc software. The system was then restored to normal operation. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue occurred since the emergency stop button was active and procedure was completed by pushing power button. As per IFU if e-stop button was activated the system functionality will be stop completely, which concludes that there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.